Event description:
It was reported that during a stenting treatment procedure, the spring tip of the choice guide wire became unravelled. The patient was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the distal right coronary artery. The physician used a 6fr jr4 guide catheter. The choice guide wire was advanced across the lesion, and a taxus stent was placed without difficulty. Upon withdrawal of the choice guidewire against slight resistance, it was noted that the tip was "uncoiled". Another choice guide wire was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "fine".